Event description:
A zoll distributor contacted zoll to report that a pt passed away on (B)(6) 2015. Prior to passing, the pt received two inappropriate defibrillations. The first inappropriate treatment occurred at 07:52:56, and the second inappropriate treatment occurred at 09:17:26. Multiple counting contributed to the false detections. It was reported that the pt was at home during both treatments. The pt's mother reported that the pt was too weak to press the response buttons. Review of the pt's flags and ECG strips confirm the response buttons were not pressed during the entire event. A pt svc rep (psr) visited the pt following the second treatment to exchange the pt's equipment, and during the visit, the psr reported the pt's chest was burned. The psr also reported that the pt's condition had worsened, and paramedics were on their way to take the pt to the hosp. The pt was taken to the hosp and was put on hosp telemetry. The pt passed away later that day.

Manufacturer narrative:
The pt's equipment has not yet been returned to zoll for eval. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 10/2012 (reuse); electrode belt sn (B)(4) - 01/2014 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.